Event description:
It has been reported to philips that the wireless foot switch intermittently failed to trigger. The system was in clinical use at the time of the reported event. The procedure was completed using a wired footswitch. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic coronary procedure was completed as planned by using the wired foot switch. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse identified that the status of the wi-fi indicator led on the wireless foot switch (wfs) was intermittently flashing red, and the color of the battery indicator led was green. The fse replaced the wfs, base station and charger and performed the connection action. Philips confirmed that there was a connection problem between the wfs and base station for the old design wfs. Philips has initiated medical device correction z-2485-2023 for this issue. The returned parts have been analyzed, however; no failures were found, except some missing or loose hardware. After replacing the wfs, base station and charger the solution was implemented, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.